Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that the patient experienced a skin reaction that required medical intervention. The sensor was inserted into the upper buttocks on (B)(6) 2019. The patient's mother reported a severe infection on the upper buttocks and on one of the thighs. Upon sensor removal, patient's mother saw a very hard ball the size of a small coin underneath the skin, with redness about the size of a small fist. In the center of the hardened area was a pin-sized white area. The patient was seen by a general practitioner on (B)(6) 2019, who cleaned and examined the area. The patient was treated with prescription antibiotics for 10 days and antibacterial soap. After a few days on the antibiotics, the area opened, and a large amount of pus was excreted. At the time of contact, the patient was no longer using the device. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.